Manufacturer narrative:
Tested on: g-137 40 psi gage ID 9876 due date: 07/31/2019. Vibration: meets spec. Water flow: insert has low water flow does not meet spec. Spray pattern: meets spec. Stack condition: meets spec. Tip condition: meets spec. Grip condition: meets spec. Inductance: meets spec: 3.21. Other visual observation: visually inspected and verified the insert has water and vibration. The insert was tested on a digital thermometer gauge # 6116 due date: 07/31/2019. The temperature is 90.5 degrees. Specification states not to exceed 118.4° f. (Per frs-9175 rev. 8.)

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-10s insert, it was getting hot; no injury resulted.